Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd¿ syringe with bd luer-lok¿ tip. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Results: a sample was received in the (B)(4) plant for evaluation. Foreign matter was noted on the syringe therefore failure mode is verified. The foreign material was identified as grease/oil. Oil on the ejector pins can be caused by excess oil coming from the airlines that move the ejector pins. Additional ftir testing confirmed that the foreign substance was grease/lubricating oil. Since it is the first complaint on that batch for foreign matter, it is within our 1.0% acceptable defect rate a DHR was completed and no defects were found. No quality notifications were issued for this batch. Conclusion: the root cause was that oil on the ejector pins can be caused by excess oil coming from the airlines that move the ejector pins. Additional ftir testing confirmed that the foreign substance was grease/lubricating oil.